Manufacturer narrative:
Investigation found that the driver fractured on the iso latch and not on the tip. Therefore, this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age and weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's name and email not provided/unknown.

Event description:
It was reported that the driver tip fractured. The surgery was completed using another driver.